Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation, but a photo of the sample was provided. A visual inspection of the photo verified a crack to the minicap. The device was found to be outside of specifications, but a cause of the crack could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked causing a povidone iodine leak when the cap was being removed from the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.